Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for date received by manufacturer as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding a sensor error message while wearing the adc device. On day 9 of wear using freestyle libre 3 (app only). As a result, the customer had symptoms of hypoglycemia and was provided juice, sugar, and food by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received via webform regarding a sensor error message while wearing the adc device. On day 9 of wear using freestyle libre 3 (app only). As a result, the customer had symptoms of hypoglycemia and was provided juice, sugar, and food by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2022-23638.